Manufacturer narrative:
The returned sleeve was evaluated. The distal threads were found to be damaged, leading to difficulty with closure top installation during a functional check. The cause can likely be attributed to previous misalignment of the sleeve during use causing thread damage. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was initially reported that a closure top was not able to pass through a sleeve during surgery. An alternative sleeve was used to completed the procedure without reported patient impacts. Evaluation of the returned sleeve by zimmer biomet personnel found that the distal threads on the sleeve were damaged.